Event description:
Quality control results were biased low for multiple analytes. The customer had not been performing signal reagent probe cleaning. This scenario is consistent with a malfunction which could cause false negative ckmb, beta-hcg, and tpni results. There was no report of patient harm as a result of this occurrence.